Manufacturer narrative:
Correction: the analysis investigation conclusion code should have been "61 - unintended use error caused or contributed to event" instead of " 67 - no problem detected".

Manufacturer narrative:
The reported events were for inadequate capture, unable to implant and a helix mechanism issue. A complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the partially extended helix with traces of blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that the lead could not be implanted. High thresholds and an issue extending and retracting the helix was observed after repositioning observed. The lead was exchanged and discarded. The patient was stable.